Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen was blank. The pump allegedly continued to emit audible tones and vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings:during testing, the pump powered on and the display screen was found to be blank. The pump case was removed and the display screen was found to be cracked. A test display was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed that the pump¿s audio tones were not functioning. The pump case was removed and the piezo contact pins were observed to not be connected appropriately. The piezo contact pins were adjusted and the pump¿s audio tones functionality returned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.